Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the first deployment of a transcatheter aortic valve, an infold was observed. It was noted that the target implant depth when the infold occurred was 3 millimeters (mm). The valve was recaptured due to the infold and withdrawn from the patient. A new delivery catheter system (dcs) and a new valve were used to continue the procedure. Following the initial implant procedure, a post-implant balloon aortic valvuloplasty (bav) using a 22 mm non-medtronic balloon was performed to resolve an infold. Per the physician, the patient's calcified anatomy contributed to the infold. It was noted that a 5 minute procedural delay occurred as a result of the infold.

Event description:
It was reported that following the first deployment of a transcatheter aortic valve, an infold was observed. It was noted that the target implant depth when the infold occurred was 3 millimeters (mm). The valve was recaptured due to the infold and withdrawn from the patient. A new delivery catheter system (dcs) and a new valve were used to continue the procedure. Following the initial implant procedure, a post-implant balloon aortic valvuloplasty (bav) using a 22 mm non-medtronic balloon was performed to resolve an infold. Per the physician, the patient's calcified anatomy contributed to the infold. It was noted that a 5 minute procedural delay occurred as a result of the infold. Additional information was received indicating that the bav was actually performed after the first valve was withdrawn from the patient, and prior to the insertion of the second valve. No infold was observed in the frame of the second valve. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b5. Added second paragraph. E1. Corrected data: b1. B2. Removed intervention required. Additional codes. Removed f12 and f23. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the bav was actually performed after the first valve was withdrawn from the patient, and prior to the insertion of the second valve. No infold was observed in the frame of the second valve. No patient complications were reported as a result of this event.